Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was harder to read and sometimes becomes foggy and then would seem to clear up and act button was harder to press. The customer¿s blood glucose level was 77 mg/dl to 279 mg/dl at the time of the incident. The customer reported that the insulin pump had crack near the reservoir area, rejected new battery, when changing battery the settings did not come back up for a while and unexplained non delivery alarms. The insulin pump will not be returned for analysis.